Event description:
The or reported a possible machine malfunction and there were 2 blackened spots visible on the esu electrosurgical unit grounding pad. The esu unit was brought down to biomedical engineering for a complete investigation. The equipment was then inspected and error log was reviewed for possible error conditions that may have contributed to the error.all test both visual and performance were conducted. The biomed tech found one area of concern that may have contributed to the burns. The nessy or resistance monitoring was out of tolerance. The circuit was recalibrated and tested for several hours and the unit was found to be in stable operating condition and functioning correctly.